Event description:
During pt's sqr consult pt reports that one of her pumps sn (B)(4). The battery component ended up having liquid. She has "no idea" how that happened and how that pump is not working. Pharmacy will ship new pump for next day delivery. No other info available. The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Dose or amount: remodulin 60nkm, frequency: continuous, route: sq. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: pulmonary arterial hypertension.